Event description:
Livanova deutschland received a report that the 3t heater cooler device showed the error pump 1 is blocked (too slow, e07) during procedure. There is no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016, which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the heater-cooler system 3t. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
A livanova field service representative went on site to test the device. It was found that the reported error code did not affect patient circuit and that it was displayed on the cardioplegia circuit. The pump was replaced and the issue solved. Functional tests were performed and passed. The machine was put back into service. Cardioplegia pump malfunction is not likely to result is death or serious injury since cardioplegia solution is delivered in small volumes and at regular intervals allowing the user to perform cooling/heating through alternative methods (i.e. Ice for cooling) or to use another circuit of the device. Thus, temperature management on cardioplegia side is not critical and based on the received additional information, the reported event is re-assessed as not reportable.

Event description:
See initial report.